Manufacturer narrative:
One (1) tsvt6b11, (imp,tsv,6.0,11.5,mtx,mg) was reported. The reported device was returned however, a device malfunction could not be verified. Upon locating the device, this investigation will be reopened and updated accordingly. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1282492. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282492 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : disengaged¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that implant fell off mount during loading. He implant was removed. Procedure was completed using another implant. Tooth site: 31.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6b: explant date unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k101880.